Event description:
Information received indicates the head of the bed ran up on its own. The account has isolated the issue to the left siderail.

Manufacturer narrative:
Repairs have not been completed.